Manufacturer narrative:
The report of pump power elevations was confirmed based on the evaluation of the submitted log file; however, a root cause for the reported event could not be determined. The returned power module was functionally tested using the manufacturer's test equipment and was found to function as intended. No burning smell was observed during the analysis. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. Approximate age of device - 2 years and 9 months (calculated from the date when the power module was issued to the patient). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the lvad nurses clinic with complaints of the power module smelling like electrical wires burning on monday evening, (B)(6) 2015. It was also reported that the patient observed power values of up to 9 watts on the system controller. The patient arrived at the clinic seemingly alert and oriented and appeared well with no complaints. It was reported that the patient¿s event history screen on the system controller revealed that power elevations began on the evening of (B)(6) 2015 at approximately 4:24 pm and the power level reached 9.3 watts. The patient was reportedly at home at the time when the power elevations began and was not sure if he was supported by the power module or by batteries. The patient reportedly also received low voltage advisory alarms and noted power elevations while traveling from (B)(6) 2015. The patient suspected that the issue occurred only when he was supported by the power module. No further power elevations occurred when the patient returned home from his travels. The patient had reportedly been off the power module since he returned home. The patient suspected that the power supply to his mobile home camp may have contributed to the observed issue. The patient the patient¿s system controller, patient cables, driveline, and batteries were examined at the clinic on (B)(6) 2015 and no issues were detected. The report noted that the patient¿s driveline had rescue tape applied at the bend relief. The power module was exchanged at this time. The system controller log file was submitted to the manufacturer¿s technical services team for review and confirmed the report of power elevations and low battery advisory alarms. The low battery advisory alarms occurred while the patient was on battery support and resolved when the patient changed batteries. They appeared to have likely been the result of the length of time the patient remained on batteries without changing batteries. The elevations in pump power occurred while the while the system was connected to the power module as well as to batteries. Following the log file review, the patient¿s battery clips and patient cable were exchanged. Upon interrogation of the patient¿s system controller the following week on (B)(6) 2015, continuation of the low voltage advisory alarms was observed. The patient was upgraded to a new system controller as a result, due to concern that the issue may lead to pump stoppages in the future which could not be resolved with the patient's old system controller.